Event description:
During direct stenting of a lesion located in the iliac artery (side unknown), the balloon of the stent delivery system (sds) ruptured at 8 atmospheres(atms) during deployment. The patient is a male (age unknown). The vessel had severe calcification, moderate tortuousity and 99% stenosis. The product ws properly inspected and prepped prior to use. There is no information as to where the physician made access to the patient. It is unknown if there was any difficulty accessing the lesion with a guidewire or crossing the lesion with the device. The lesion was not pre-dilated. Upon inflation of the balloon with an indeflator, it ruptured at 8atms. The stent was deployed in the correct position and did not migrate. The ruptured balloon was safely removed from the patient and another balloon was used to post-dilate the stent and the procedure was successfully completed. There was no adverse consequence to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.